Manufacturer narrative:
Pending investigation. D10. Concomitants: 02-010-01-0220 - logic femoral ps cem left sz 2; (B)(6). 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; (B)(6). 200-02-29 - three peg patella 29mm; (B)(6). 204-34-02 - fluted stem extension 25l x 14 mm; (B)(6). 204-70-00 - tibial stem ext. Screw; (B)(6).

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2016. They underwent left knee revision surgery on (B)(6) 2023, approximately 6 years 8 months post primary procedure. Revision op report postoperative diagnosis: failed, left total knee polyethylene, due to premature poly wear and poly recall. There was found to be well-fixed femoral, tibial, and patellar components. There was visible and palpable amount of polyethylene wear within the weightbearing portion of the tibial polyethylene with pitting. There was no evidence of osteolysis around any of the components. There was a mild to moderate amount of encapsulated polyethylene debris within the synovium, and a complete synovectomy was performed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-01001.